Event description:
This report summarizes malfunction events. A review of the events indicated that one (1) patient sample tests had an rh negative result using anti-d series 4. Tube testing provided a result of rh positive. No weak d testing was performed. Subsequent testing of reagent retention lots, reviews of design history records and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. Through post event tests and investigations, no specific causes were determined for the malfunctions.